Event description:
Nearly 2 years after implantation, the sophy adjustable pressure valve became difficult to adjust and the shunt patency seemed to be less and less effective for the neurosurgeon. A replacement was judged necessary and confirmed the beginning of the valve obstruction.